Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have had an emergency room visit on (B)(6) 2016 with blood glucose of 600 mg/dl. Customer was also experiencing no delivery alarms. Customer had symptom of excessive vomiting and shortness of breath. Customer's emergency room visit was due to diabetic ketoacidosis. Customer was treated with insulin drip and fluids. Customer was wearing insulin pump at the time of emergency room visit. During troubleshooting, it was found that cannula was slanted. Customer declined further troubleshooting.